Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching multiple connectors to lock the cartridge into the ilet, with connectors not turning, though the user¿s supply change process was verified as correct and a connector from a different box attached successfully. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included no interruption to therapy and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the issue was isolated to a specific set of connectors, as product from another lot functioned as expected. It was concluded that the event was related to a device component malfunction limited to the connectors, with normal device function confirmed using an alternative connector.